Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removal') in a female patient who had essure inserted for female sterilization. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2019, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removed on (B)(6) 2019). Essure was removed on (B)(6) 2019. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removal') in a female patient who had essure inserted for female sterilization. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2019, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removed on (B)(6) 2019). Essure was removed on (B)(6) 2019. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Most recent follow-up information incorporated above includes: on 26-jun-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') in a 36-year-old female patient who had essure (batch no. A57115) inserted for female sterilization. The patient's medical history included female sterilization, pelvic pain female and menorrhagia. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2019, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), 4 years 8 months after insertion of essure. The patient was treated with surgery (laparoscopic bilateral salpingectomy da vinci platform). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. The reporter commented: discrepancy noted implant information: (B)(6) 2013 ,(B)(6) 2013. Discrepancy noted removal information: (B)(6) 2019, (B)(6) 2019 the essure hysteroscopic implant were then placed bilaterally with 3 trailing coils on the right and 3 trailing coils on the left. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test urine - on (B)(6) 2013: -negative. Concerning the injuries reported in this case, the following one/ones was/were reported from patient¿s medical record: pelvic pain. Most recent follow-up information incorporated above includes: on 7-jan-2021: mr received: event: 'medical device removal' was updated by ' chronic pelvic pain'. Lot number, medical history, lab data, patient's date of birth, reporter information were added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') in a 36-year-old female patient who had essure (batch no. A57115) inserted for female sterilization. The patient's medical history included female sterilization, pelvic pain female and menorrhagia. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2019, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), 4 years 8 months after insertion of essure. The patient was treated with surgery (laparoscopic bilateral salpingectomy da vinci platform). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. The reporter commented: discrepancy noted implant information: (B)(6) 2013. Discrepancy noted removal information: (B)(6) 2019 the essure hysteroscopic implant were then placed bilaterally with 3 trailing coils on the right and 3 trailing coils on the left. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test urine on (B)(6) 2013: negative. Concerning the injuries reported in this case, the following one/ones was/were reported from patient¿s medical record: pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2021: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ('ectopic pregnancy') and pelvic pain ('chronic pelvic pain') in a 36-year-old female patient who had essure (batch no. A57115) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included female sterilization, pelvic pain female and menorrhagia. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2019, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), 5 years 9 months after insertion of essure. On an unknown date, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required) and underwent endometrial ablation ("endometrial ablation"). The patient was treated with surgery (laparoscopic bilateral salpingectomy da vinci platform). Essure was removed on (B)(6) 2019. At the time of the report, the ectopic pregnancy with contraceptive device, pelvic pain and endometrial ablation outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The reporter considered ectopic pregnancy with contraceptive device, endometrial ablation and pelvic pain to be related to essure. The reporter commented: discrepancy noted implant information: (B)(6) 2013 ,(B)(6) 2013. Discrepancy noted removal information: (B)(6) 2019, (B)(6) 2019. The essure hysteroscopic implant were then placed bilaterally with 3 trailing coils on the right and 3 trailing coils on the left. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test urine - on (B)(6) 2013: -negative. Concerning the injuries reported in this case, the following one/ones was/were reported from patient¿s medical record: pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-jan-2021: pif received event " ectopic pregnancy, device ineffective, ablation" were added. Reporter information and patient demographics were added. Date of insertion and removal were updated. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.